Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were multiple episodes of t-wave oversensing (twos) withheld by the twos discriminator on the right ventricular (rv) lead. It was noted that the patient had unstable r-wave amplitudes leading up to these episodes. The patient was reprogrammed around twos as a result. The rv lead remains in use. No patient complications have been reported as a result of this event.